Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component code: mechanical (g04) - provisional top. The reported event was able to be confirmed product return. Visual examination identified signs of repeated use, nicked and gouged, and the device is fractured on the medial side of the post. All pieces were returned. Review of the device history records identified no deviations or anomalies during manufacturing. Prior investigation of this type of failure determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field and subsequently the components were modified to prevent fracture. This device falls within the scope of this action and the root cause is considered to be a previously addressed design issue. Upon review of our reporting decision on fracture of articular surface provisionals: a review of all complaints for this product indicates that there has never been an event that has resulted in a death or serious injury. Therefore, zimmer biomet will not be reporting this failure mode going forward. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.

Event description:
It was reported that a fractured provisional was received via the worn instrument return program. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-01175, 0001822565-2024-01176, 0001822565-2024-01177, 0001822565-2024-01178, 0001822565-2024-01179, and 0001822565-2024-01180. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.